Event description:
It was reported that the pt experienced a pleural effusion. Initial PICC tip position in svc; external catheter migration with tip position I the right subclavian vein at the time the pleural effusion was noted.